Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5 describe event or problem- additional information d9: device availability - additional information g3: date received by manufacturer - additional information h2: additional information/ device evaluation h3: device evaluated by manufacturer- additional information. H6: adverse event problem - additional information.

Event description:
It was reported that a signal loss occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. No data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.